Event description:
The respiratory therapist (rt) reported with the I-trigger setting at 20cmh2o, when the ventilator circuit was removed from the patient he felt very little volume coming from the ventilator. When the I-trigger was set at 2cmh2o, the volume delivered was more pronounced and delivery was stronger at the end of the patient circuit. The manufacturer's service technician was able to duplicate the reported issue at the same set parameters on the ventilator. This issue is being reported as a user error due the I-trigger not being set to the appropriate level for use by the service technician during previous service, and by the clinician for not acknowledging the service tag applied post-service which alerts the user to parameter changes during service thereby requiring the user to appropriately set the parameters prior to patient use. The I-trigger setting can affect inspiratory flow response. As a result of the I-trigger being set too high to affect an inspiratory flow response, the volume delivered was observed to be lower. A high I-trigger setting will require an increase in inspiratory effort to trigger a breath, which can result in increased work of breathing and oxygen desaturation. The unit passed extended self testing and performance verification testing.